Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure. Reportedly, a cuff miss occurred. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an unspecified procedure. Reportedly, the proglide failed to deploy. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.